Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for eval, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the pt underwent a minimal access anterior lumbar interbody fusion at l5-s1 to treat a degenerative disc disease with spondylolisthesis. It was reported that the rod prematurely disengaged from the rod inserter while being used in the pt. No pt complications were reported.

Manufacturer narrative:
The instrument was returned for evaluation. Visual examination of the instrument did not reveal any material or functional damage in terms of fracture, cracking, wearing, or breakage. Rod inserter attachment arms and levers open and close and function normally. Rod inserter rod attachment lever opens normally and securely retained sample rod when closed. Sample rod used to functionally test for rod disengagement; sample rod properly retained. Additionally, lmc/mmc rod simulation gage used to verify proper retention; lmc and mmc conditions properly retained. Rod inserter also inspected for 0.5 max gap dimension and found to be within print specification.